Event description:
The customer contact reported during testing at the user facility, the device touchscreen would not respond when pressed and would not calibrate. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received on (B)(6) 2014. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.